Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with burning, redness, inflammation, pimples, and infection, extended beyond the patch perimeter, which occurred 3 days after the sensor had been inserted in the arm. An hcp was consulted, and the skin reaction was treated with a prescription an oral antibiotic, flucloxacillin 4 tablets per day of an unknown dosage for 5 days. No additional patient or event information is available.